Event description:
A 6f angio-seal evolution device was deployed in a left femoral arteriotomy. A second device was deployed in a right femoral arteriotomy. There was a crunching sound when entering the left artery. After deployment there was no bleeding and the pt had a good pulse. A couple hours later, the pt got up but was unable to stand on her left foot. Her foot was numb and cold. A CT scan, ultrasound, and angiogram were performed to diagnose the vascular insufficiency. Surgery was performed, and the anchor was reportedly found to be in the middle of the artery. The pt was kept overnight. The pt is stable and was discharged.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that if anchor fracture for embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual of mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the pt (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states that pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.